Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (failure to power up) was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device would not power on. A person in charge of the facility visited the customer site and inspected the device. The power was turned on without any problem so advised to monitor the device. The subject device was checked again on (B)(6) 2022, and it did not power on. Both issues occurred while preparing the subject device, prior to diagnostic endoscopy procedures. There was no patient or user injury reported due to the events. No procedures were affected. This report is being submitted for the issue occurred on (B)(6) 2022, with patient identifier (B)(6). The issue occurred on (B)(6) 2022, is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the power issue could not be determined. Olympus will continue to monitor field performance for this device.